Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: battery 9735773 48v s8 svc, lot/serial:(B)(6),h3, h6: the battery was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The battery overheats which causes the ups to shut down. Fdm b01, fdr c02, and fdc d02 are applicable to the battery analysis. Correction regarding work order: the issue was confirmed during servicing. The ups and battery were replaced. Fdm b01, fdr c02, and fdc d02 are applicable to the work order. Additional information: the ups was also returned for testing and was found to be functioning as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. Conflicting information was received that the main cart ups and battery were going to be replaced. Follow-up is being conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transphenoidal procedure. It was reported intra-operatively, there were power issues with the navigation system. A manufacturer representative turned the system on before the case and noticed that the camera cart did not power on. The representative disconnected and performed a hard shut down. The camera cart turned on and the system was wheeled to the room on battery power. The system was left in the room for about five minutes and the main cart powered down and the camera cart power light was flashing with connecting to ip screen displaying. A power cycle was performed and about three minutes later, the main cart powered off. The system was connected into a wall and not a boom. It was possible to get the main cart to stay on but the camera cart would not power on at all. The site switched to em for the case. The procedure was completed using navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was suspected that the cause of the issue was the main cart uninterruptible power supply (ups) and battery.